Event description:
During a preventative maintenance visit, the medtronic rep suspected the polaris camera was going out of calibration. It was tracking fine at close distance but started flickering after 4ft. Discovered psu out of calibration.

Manufacturer narrative:
No patient was involved in this case. This was a preventative maintenance visit. Manufacture date has been requested. Psu returned for eval. Passive tracking was observed to be less than 6 feet after warm up. The psu passed the aak test at .24mm but with high line separation. Psu was replaced and now the camera is tracking normally. Root cause was electrical.